Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, there was a temporary delay in clearing the altitude alarm and the customer was able to resume insulin. However, another altitude alarm was declared shortly after. The customer's blood glucose level was impacted (492 mg/dl). The customer indicated that a correction bolus would be delivered with the pump. While troubleshooting with tandem technical support the customer reported that there may be paint chips covering the speaker holes. The customer removed chips and able to resume insulin therapy.